Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects- the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips and unspecified juvéderm voluma in the chin and jawline. About 2 months later, the patient developed swelling of lips and left side of the face. Patient was treated with antihistamines. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2018-00895 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, unspecified juvéderm voluma, also a device manufactured by allergan.